Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was fully detached. All screws holding the panel to the bed were ripped off. Accordingly to instruction for use for citadel plus bed (IFU, 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was not in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The device was not in use at that time. No harm was claimed.